Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress. The reported events of the white power cable not properly transmitting power and the driveline release button being stuck were confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). Upon arrival of the controller, multiple damages were observed to both power cables. Both strain reliefs of the black power cable were found to be damaged as well as the connector-side strain relief of the white power cable. A few small slits were also observed in the outer jacket of the black cable. Upon connecting the controller to a test power module, it was noted that the controller could not properly communicate with the system monitor and log files could not be downloaded. The controller was then opened to replace the power cables. Following removal of the housing, fluid ingress was observed within the power cables and throughout the interior of the controller. This fluid ingress covered the driveline bulkhead assembly and hardened, which resulted in the increased resistance when attempting to press the driveline release button. After replacing the power cables, log files were downloaded without issue and the repaired controller went on to pass each step of functional testing. The exchanged power cables were then reconnected to the controller, and the controller was connected to a mock circulatory loop. Abnormal power cable disconnect alarms activated with manipulation of the white power cable. These alarms did not impact the ability of the controller to operate the pump. Further evaluation revealed that four of the inner wires within the white power cable had been broken at the base of the connector¿s strain relief. These wires pertained to the digital ground, receiving communication, alarm out, and rsoc signals. The damage to the receiving communication wire was determined to be the cause of the communication issue with the system monitor. The damage to the rsoc and digital ground wires was determined to be the cause of the previously observed abnormal power cable disconnect alarms. The downloaded log file from the returned controller contained approximately 50 minutes of relevant information on 27jul2023 (12:09:14 to 12:57:54 per timestamp). Frequently throughout the data, atypical power cable disconnect alarms were observed. These alarms activated due to the rsoc of the white power cable briefly fluctuating below the designed alarm threshold. These fluctuations are consistent with the observed damages to the wires within the white power cable. The observed events did not impact the operation of the pump, as it maintained a speed above the low speed limit while the driveline was connected. The root cause of the white power cable not properly transmitting power was determined to be damaged wires within the white power cable. The root cause of the driveline release button being stuck was determined to be fluid ingress which had hardened throughout the driveline bulkhead assembly. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer's reference number: 2916596-2023-06012 (other system controller). Related manufacturer's reference number: 2916596-2023-06384 (modular cable). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller's white power cable was not transmitting power, so the patient attempted to exchange their system controller at home. A power cable disconnect alarm was reported. The patient reported that the red release button was stuck and was unable to be engaged, so the driveline could not be disconnected. The patient went to the clinic where the ventricular assist device (vad) coordinator was able to get the red button engaged and the driveline disconnected. The patient's backup system controller had the same issue with the red button and a broken pin was also noted. The patient was issued new primary and backup system controllers.